Event description:
It was reported the screw had to be repositioned post-operatively as the pt was experiencing radicular symptoms. During the original surgery l5 thru s1 was treated. At post-op follow up the pt reported experiencing radicular symptoms and this lead the surgeon to believe the right l5 screw was misplaced. The screws at l5 were removed and replaced with 6.5mmx40mm screws and new locking caps.